Manufacturer narrative:
After analysis, the date of the event has been updated from 13 april 2019 to 25 april 2019.

Event description:
Reportedly, rf communication by remote monitoring stopped during the last follow-up in april 2019. On (B)(6) 2019 , since the troubleshooting procedure performed by the remote monitoring service could not solve the issue, the patient went to a follow-up to check the ICD. Following ICD interrogation on (B)(6) 2019 , the rf communication was restored and a new remote report was sent on (B)(6) 2019. Preliminary analysis revealed that the reported issue most probably resulted from the internal battery of the home monitor being depleted. The subject home monitor will be returned for analysis.

Event description:
Reportedly, rf communication by remote monitoring stopped during the last follow-up in (B)(6) 2019. On (B)(6) 2019, since the troubleshooting procedure performed by the remote monitoring service could not solve the issue, the patient went to a follow-up to check the ICD. Following ICD interrogation on 20 may 2019, the rf communication was restored and a new remote report was sent on 21 may 2019. Preliminary analysis revealed that the reported issue most probably resulted from the internal battery of the home monitor being depleted. The subject home monitor will be returned for analysis.